Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication including wound drainage. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6): on (B)(6) 2015, patient underwent bilateral revision augmentation, implant malposition. Short scar incision was used. One piece of galaflex was cut in half and placed bilaterally. Concomitant procedures included facial fat grafting and liposuction. On (B)(6) 2015, breast drainage was reported. Patient was treated with medication (bactrim and bactroban). Resolved without sequelae on (B)(6) 2015. Review by medical affairs identifies this as likely related to the device and serious.